Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Phone number: (B)(6). Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During withdrawal, the balloon does not come out of the scope as they should after inflation. It was reported that the balloon was not able to be fully deflated before removing from the patient and had to cut the balloon at the tip of the scope to remove the balloon. The procedure was completed with the original device. There were no patient complications reported as a result of this event.